Event description:
It was reported that a customer experienced difficulties with the wake button, which was no longer functioning and prevented the screen from turning on and off. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.